Manufacturer narrative:
There was no death or device malfunction associated with the appropriate defibrillation. The patient was in the hospital following the event and is set to receive an ICD. Device evaluation was accomplished through a review of the patient's downloaded data file. Review of the data does not indicate any device malfunction related to the defibrillation event. Device manufacture date and usage of device: monitor (B)(4): 09/2008 - reuse. Electrode belt (B)(4): 04/2009 - reuse. Additional inappropriate defibrillation narrative: inappropriate defibrillation are an anticipated risk associated with the use of the lifevest. Patients are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. The current commercial inappropriate defibrillation rate is consistent with the observed rate during the (B)(6) clinical trial g960083 ((B)(6) per patient-month with (B)(6) confidence). A summary of the safety and effectiveness data (ssed), including the inappropriate defibrillation safety objective supporting FDA's approval of the lifevest, can be found at http://www.accessdata.FDA.gov/cdrh_docs/pdf/p010030b.pdf.

Event description:
A us distributor contacted zoll to report that a patient experienced five inappropriate defibrillation treatments. Supraventricular tachycardia at 163 bpm, 160 bpm, 156 bpm, and 183 bpm contributed to the false detections. A review of the downloaded data confirms that the response buttons were not pressed during the entire event. The patient was in the hospital following the event and is set to receive an ICD.